Event description:
On 08/03/2010, regional clinical specialist reported the pt's trainer stated the pt reported experiencing a couple of incidents of occlusion. Pt's trainer stated: pt reported both times the occlusions occurred after he had been wearing the infusion device all day, and while he was at a restaurant. Pt's trainer reported the pt stated he went out for a late dinner and the occlusion occurred while he was attempting to administer a bolus. Trainer stated pt reported he had to wait for about an hour to replace the infusion set and did take a full bolus, but his blood glucose had increased to about 179 mg/dl. Trainer reported the pt stated the in both incidents, he found the plastic part of the infusion set had separated from the adhesive tape, evidently causing a kink; the last infusion set had only been in place for one day. Trainer stated pt reported having 1 or 2 occlusions per week. On f/u call on (B)(6) 2010, pt reported about 2 weeks ago, he was at a restaurant and his infusion device started alarming with an e4 (occlusion error). Pt stated he went to change the infusion site and noticed the adhesive was stuck to his body but the plastic part had pulled off from the adhesive. Pt reported it was "kind of dangling and flopping around" on his stomach and the cannula had pulled out of his stomach a little. Pt stated he figured that the cannula was out of his body and the visible damage to head set was the cause of the occlusion error on his infusion device. Pt reported he did not see any leaks of insulin from the head set. Pt's target blood glucose range is mid 80's - 125 mg/dl. Pt stated he bolused twice to bring the readings down. Pt reported the elevated readings were due to the e4 and no having an add'l infusion set to replace it with. The pt did not require assistance from healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.